Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display. Unit had cracked lcd window, cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump was cracked on the screen and was fogging up on the screen. The customer's blood glucose level was unknown at the time of the incident. The device will be returned for analysis.